Event description:
Intera oncology received a report from a physician that during surgery he was able to flush the bolus pathway. But when attempting to access the pump for the haps scan he was unable to flush. According to the physician, the intera 3000 hepatic artery infusion pump was not explanted. When the physician accessed the pump and did an arteriogram it was discovered there was a hole in the catheter where it exited from the pump. The physician used a barbed connector to splice together the catheter after removing the defective piece. The patient's therapy was not delayed, but the patient needed to have another surgery to correct the problem.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology is waiting for the catheter to arrive for evaluation. Therefore, once we evaluate the catheter, a supplemental report will be submitted.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The portion of the catheter was received and evaluated. During evaluation, a hole in the catheter was confirmed. Due to the sharp edges of the hole, it is possible that the hole was formed during surgery by nicking the catheter with a suture needle when tying the pump into the pump pocket. However, a definitive conclusion of how the hole was formed cannot be determined.

Event description:
Intera oncology received a report from a physician that on (B)(6) 2025, he was unable to access the intera 3000 hai pump twice for haps study. The pump was refilled to avoid being dry and the clinic scheduled a follow-up appointment to potentially explant the pump. In the following appointment, the physician was able to access the pump. An arteriogram was done and showed a leak coming from the catheter along with revealing a hole in the catheter. The physician did not explant the intera 3000 hepatic artery infusion pump nor removed the catheter. The physician only cut the piece of the catheter that had the hole and used a barbed connector to connect to the catheter. The portion of the catheter that had the hole was returned to intera oncology for evaluation. The pump remains implanted, and the patient continues with hai therapy.